Manufacturer narrative:
.

Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. A 3.0x20mm taxus express2 drug eluting stent (des) had been selected to treat an unknown lesion. The shaft of the catheter was broken out of the package. There were no patient complications reported as the device was not used and did not contact the patient. The procedure was completed using another 3.0x20mm taxus express2 des.